Manufacturer narrative:
Additional information was received indicating that the broken piece was retrieved and no injury resulted.

Manufacturer narrative:
Since there has been a previous report received with the same product where this malfunction resulted in a serious injury it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved plugger 1-2 that broke during use was not returned and cannot be analyzed. Moreover, no unused instrument is available for evaluation. Nothing unusual to report was found during DHR review (batch #1546700). Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a plugger broke. The event outcome is unknown as of this MDR evaluation.